Event description:
As reported, the plug of the 6f exoseal could not be placed. The window indicator showed black on black but at side port still had blood coming out, the window did not change the window changed when system was out of patient. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
E1: phone # (B)(6). Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of the 6f exoseal could not be placed. The window indicator showed black on black but at side port still had blood coming out, the window did not change the window changed when system was out of patient. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The device was inspected and prepared according to the IFU. No abnormalities were found on the device before use. The procedure was performed using a retrograde technique. The suitability of the femoral artery was angiographically verified, including the insertion angle of the vascular sheath (30-45 degrees). The vascular sheath used was a 6f 10cm non-cordis sheath, and the vessel diameter was verified to be 5.8 mm, which was greater than 5 mm. There were no visible calcifications or plaques at the puncture site, nor was there a stent or stenosis greater than 50% near the puncture site. No resistance or friction was encountered when advancing the exoseal vcd through the sheath, and no excessive force was applied during insertion. There were no difficulties in connecting the vascular sheath with the exoseal vcd. The vascular sheath was retracted until the cone engaged with the indicator wire cover, and it locked into the handle assembly with an audible click. Pulsatile flow was observed from the backflow indicator, and the exoseal vcd and the vascular sheath were retracted together until the indicator window turned completely black. The exoseal vcd was securely locked with the vascular sheath. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of the 6f exoseal could not be placed. The window indicator showed black on black but at side port still had blood coming out, the window did not change the window changed when system was out of patient. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The device was inspected and prepared according to the IFU. No abnormalities were found on the device before use. The procedure was performed using a retrograde technique. The suitability of the femoral artery was angiographically verified, including the insertion angle of the vascular sheath (30-45 degrees). The vascular sheath used was a 6f 10cm non-cordis sheath, and the vessel diameter was verified to be 5.8 mm, which was greater than 5 mm. There were no visible calcifications or plaques at the puncture site, nor was there a stent or stenosis greater than 50% near the puncture site. No resistance or friction was encountered when advancing the exoseal vcd through the sheath, and no excessive force was applied during insertion. There were no difficulties in connecting the vascular sheath with the exoseal vcd. The vascular sheath was retracted until the cone engaged with the indicator wire cover, and it locked into the handle assembly with an audible click. Pulsatile flow was observed from the backflow indicator, and the exoseal vcd and the vascular sheath were retracted together until the indicator window turned completely black. The exoseal vcd was securely locked with the vascular sheath. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the plug of the 6f exoseal vascular closure device (vcd) could not be placed. The window indicator showed black on black but at side port still had blood coming out, the window did not change. The window changed when system was out of patient. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The device was inspected and prepared according to the IFU. No abnormalities were found on the device before use. The procedure was performed using a retrograde technique. The suitability of the femoral artery was angiographically verified, including the insertion angle of the vascular sheath (30-45 degrees). The vascular sheath used was a 6f 10cm non-cordis sheath, and the vessel diameter was verified to be 5.8 mm, which was greater than 5 mm. There were no visible calcifications or plaques at the puncture site, nor was there a stent or stenosis greater than 50% near the puncture site. No resistance or friction was encountered when advancing the exoseal vcd through the sheath, and no excessive force was applied during insertion. There were no difficulties in connecting the vascular sheath with the exoseal vcd. The vascular sheath was retracted until the cone engaged with the indicator wire cover, and it locked into the handle assembly with an audible click. Pulsatile flow was observed from the backflow indicator, and the exoseal vcd and the vascular sheath were retracted together until the indicator window turned completely black. The exoseal vcd was securely locked with the vascular sheath. One non-sterile vascular closure device 6f was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi, the deployment lever on the device was not pressed and the plug was present on the delivery shaft, which was found with dried blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. No anomalies were observed during the analysis. It was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. The functional analysis could not be performed due to the blood residues clogged device. Attempts to clean the device using hydrogen peroxide in an ultrasonic bath were performed, with no success. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. No need of microscopical analysis since the internal mechanism was reviewed in section 3. The reported event by the customer as ¿indicator window ¿ incorrect indication¿ was not confirmed since the pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit that could contribute to an incorrect indication. The indicator window was manually moved and successfully transitioned the three stages. In addition, the window was received in white/black position. Procedural and/or handling factors might have contributed to the condition reported on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported the instructions for use (IFU) instruct the user to observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. According to the instructions for use (IFU) if pulsatile flow is not observed from the bleed-back indicator, the procedure should be discontinued. Pulsatile flow is necessary for proper positioning. In this case, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. Troducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. According to the instructions for use (IFU) if pulsatile flow is not observed from the bleed-back indicator, the procedure should be discontinued. Pulsatile flow is necessary for proper positioning. In this case, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. Based on the information available for review and the product analysis, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.